Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3093-33, lot# va091q9, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v940070, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient's device was electrocuting them. No troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up is being conducted to obtain this information. Refer to manufacturer's report # 3004209178-2015-14184 for the patient's other ins.